Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation-clinical engineer. PMA/510(k)- k130520. The actual sample was received for evaluation. Visual inspection with naked eye revealed no break or no other visible anomaly. The lock adapter of the actual sample upon received was checked for the slid ability. It was confirmed that the lock adapter was stuck to the male connector and difficult to be rotated. Subsequently, the lock adapter was moved toward the distal end of the male connector. Crystals likely to be solidified priming solution were found on the male connector surface. The actual sample was cleaned, and then the slid ability of the actual lock adapter was checked and confirmed to be equivalent to that of a factory-retained sample. Magnifying inspection of the actual lock adapter found no break in the appearance. No deformation in the screw thread was observed. A factory-retained l-connector was connected to the actual sample and re-tightened. The actual lock adapter was found engaged properly without skidding. Subsequently, the actual sample was filled with colored normal saline and pressurized at 1000 mmhg. As a result, no leak was observed. The actual sample in the state of being connected with the l-connector was inspected under x-ray fluoroscope. Compared with a current product sample, no difference in the connection state was observed. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of normal product. It is likely that the lock adapter might have been prevented from engaging properly by the crystallized priming solution on the male connector surface, which resulted that the connection with the l-connector failed. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved capiox device was use during the procedure. After the circulation was started, oozing of blood was found at the right side (red-stopcock side) of the sampling system. An attempt to retighten connection was made, although failed because the luer lock just spun idle. The sampling system was replaced with another. There was no problem with the operation. The procedure outcome was not reported. The patient was not harmed.

Event description:
Additional information was received on 31mar2021. The l-connector could not be fixed due to the lock adapter having come off. The lock adapter was attached again before the actual sample returned for evaluation.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update provide additional information to sections b5 and h10. The actual sample upon received was inspected with naked eye. No break or no other visible anomaly was observed. The lock adapter was in the state of having been engaged as reported in the additional information. Magnifying inspection of the lock adapter after cleaned found no break in the appearance. No deformation in the screw thread was observed. A factory-retained female connector was connected to the actual sample and the actual lock adapter was re-tightened. The dislodgement of the lock adapter that had been pointed out could not be reproduced. Subsequently, the actual sample was filled with colored normal saline and pressurized at 1000 mmhg. As a result, no leak was observed. The actual sample in the state of being connected with the l-connector was inspected under x-ray fluoroscope. Compared with a current product sample, no difference in the connection state was observed. Reproductive testing was performed, and silicone was applied to a male connector of a factory-retained sampling system, a female connector was connected to it, and then a lock adapter was tightened up. As a result, the lock adapter came off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that something that worked as a lubricant might have been adhered to the male connector, and when the lock adapter was tightened up, it might have got over the rib of the male connector, resulting in coming off the sampling line. However, when ashitaka received the additional information, the actual sample had been disinfected and cleaned already; therefore, it was impossible to confirm whether extraneous matter had existed on the surface. The exact cause of the reported event cannot be definitively determined based on the available information.